Event description:
It was reported that during a routine pulse generator change out, fluoroscopy images revealed the lead insulation was abraded. The lead remains implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.